Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Reportedly the customer's blood glucose (bg) level was 480 mg/dl with high ketones. Elevated bg was addressed by a bolus via the pump. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain a release date from the hospital; however, no response was received.